Event description:
Dr was removing tesio catheter from left subclavian due to non-functioning status and piece of catheter broke off inside pt. Unable to retrieve after several attempts. Catheter was densely adherent to the jugular.